Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic exploratory procedure, the device had tissue effect issues. The device was not going through much tissue. Another device was used to complete the case. There was no consequence to the patient.